Manufacturer narrative:
(B)(4). Evaluation found that only the suture trimmer was returned, limiting the scope of this investigation. The suture trimmer was inspected and there were no abnormal observations that could contribute to the reported product experience. During testing, a proxy suture could be loaded into the window at distal end of suture trimmer and then cut with the red trimming lever; therefore, the reported experience could not be confirmed. Based on the investigation findings, a root cause for the reported event could not be determined. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no incidents with similar reported product experience.

Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during suture trimming, the suture did not fully cut and became stuck in the suture trimmer. The suture trimmer was pulled from the suture and the suture was cut with a scalpel. The proglide suture achieved hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information